Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding several from this box clog during injection. Caller does not complete a flow check before injection.

Manufacturer narrative:
H.6 investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding several from this box clog during injection. Caller does not complete a flow check before injection.